Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to pregnancy and an elevated blood glucose (bg) level of 350 (mg/dl). The customer delivered a pump bolus and manual injection prior to hospitalization. While hospitalized, the customer was treated with total parenteral nutrition (tpn) and dextrose. At the time the event was reported, the customer's bg level was 310 (mg/dl). During system check with tandem technical support, the pump appeared to be functioning as expected. It was recommended that the customer consult with their health care provider to discuss diabetes management. The customer was still hospitalized at the time the event was reported.

Manufacturer narrative:
Tandem clinical diabetes specialist reported that the customer was discharged from the hospital, was still on tpn for nausea due to pregnancy, and infusion set had been switched to contact detach.